Event description:
A facility reported a cerelink sensor (ID (B)(6) was implanted on (B)(6) 2024 and connected to a cerelink monitor. After two days of monitoring, on september 3, 2024, the sensor began to show negative readings. There was many attempts of disconnecting and reconnecting, but the sensor continued to show negative readings. Medical staff decided to retrieve the sensor and replace it. Note: on (B)(6) 2024, the patient had a CT scan with sensor connected to the monitor. Additional information received: - was the electrode of extension cable placed on the patient during all monitoring? "Yes, before the monitor showed negative values it was necessary to change the electrode due to the lack of skin adhesion of the first one." - implant location (ex: parenchyma)? "Parenchyma, right frontal" - was the integra/codman icp monitor connected to a patient monitor ? If yes, provide patient monitor make & model. "No, it was not connected to the bedside monitor." - was there any significant delay in patient care? If yes, inferior or superior to 30 min? "No significant delay, only the time to change the sensor (approximately 15 min)" - was there any consequence for the patient? If yes, which one? "No" - did the new sensor work with the same monitor and cable? "Yes" - how is the patient now? "It is sedated because of his conditions (trauma) but no adverse event related to the change of the sensor."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was returned for evaluation: DHR - lot 7353524 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed : - catheter was stretched and crimped 12.3cm from distal end. - icp express read 526; cerelink monitor was acceptable. - rl, rt, r2 and r5 were out of spec; we were able to adjust to test. - the device passed electronics, noise, linearity/hysteresis and signal drift tests. Root cause - the complaint was confirmed by the supplier. The possible root cause for the issue reported by the customer could be due to unstable sensor performance and also due to improper handling of the device in view of the damage observed in the catheter.

Event description:
N/a.